Event description:
Arrow intl. 3000 bernville rd, reading, pa 19605. Since the report source wishes to remain anonymous, and no sample was returned, arrow's info is limited to the attached MDR submission.